Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. The customer stated that she received the alarm after changing out the battery and the keypad locked up. Her blood glucose level was 77 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.